Event description:
(B)(4). Event occurred in the united states it was reported that, when the patient woke up, she noticed that the infusion set's tubing was pulled out of the site. Therefore, patient confirmed that the tubing was not detached from site, but the area where the detachment of tubing occurred was still on site and the site was still in the patient's body. At the time of this event, patient's blood glucose level was over 400 mg/dl. Moreover, she did not notice any damage to the infusion sets when the package was opened. They replaced the infusion set and insulin was resumed successfully. No further information available.